Event description:
It was reported that the insulin pump alarmed motor error during bolus and basal deliveries. The blood glucose reading was 352 mg/dl. The customer stated that the insulin pump had alarmed no delivery prior to the motor error alarms. He also observed a protruding drive support cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded loose drive support disk. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.